Event description:
During an in clinic follow-up, high capture threshold was observed on the right ventricular (rv) lead. The physician did not alleged a malfunction against the lead and suspected the event was due to patient anatomy. The lead was explanted and replaced to resolve the event and the patient was in stable condition.